Event description:
It was reported that during implant high pacing lead impedance and high thresholds were observed. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.